Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose reached 400 mg/dl while using the ilet during an incomplete supply change, which resulted in insulin delivery being stopped; the user was guided to unlock the device, complete the change, and resume dosing, indicating an incorrect procedure during use. Symptoms included hyperglycemia, while no additional clinical signs or conditions were reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, specifically an improper procedure during supply change; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.